Event description:
Sales rep stated that the tracker mount broke off from the weld during the case.

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.